Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged cosmetic damage located a crack on the battery compartment found on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay peeling, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked retainer and partially broken retainer. In summary, customers alleged cosmetic damage was confirmed, cracked case-corner of belt clip rails. Blank display was confirmed by cutting open the pump to perform visual inspection where a misaligned battery tube was noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery area. No harm requiring medical intervention was reported. The customer will discontinue use of the device.